Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No battery out limit alarm, off no power alarm or low battery alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer's blood glucose level was 478mg/dl at the time of the incident. Customer's husband stated that they changed the battery two days prior and also stated that they received the alarm two other times prior. Customer's husband stated that during two other occasions the battery was changed immediately. Customer's husband did not have new battery to insert and declined further troubleshooting. The customer's husband was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.